Event description:
It was reported that the customer experienced a low blood glucose of 42 mg/dl. Customer believed that when her battery would get low, she would receive a low amount of insulin and when she put in a new battery, this made her blood glucose low again. At the time of the report, customer's blood glucose was 68 mg/dl and she had treated with food and juice. Troubleshooting was performed with the insulin pump. The reservoir showed the same amount of insulin as was shown on the status screen. No corrosion or damage to the battery compartment or battery cap were found. The battery did last more than one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.